Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the chair back is in full recline and won't come back up.